Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable is inserted into the arm on (B)(6) 2025. On (b)(6( 2025, the cgm was ¿not reading anything.¿ the spouse expressed serious concern, noting that his wife, who uses insulin, depends on accurate glucose readings from the sensor. The reporter shared that due to the device¿s failure to display any readings, his wife experienced "life-threatening" event. The glycemic state was not described and treatment of such was not reported. There was no information of medical evaluation or intervention. Additionally, the reporter mentioned previous issues with sensor accuracy, which ultimately led them to remove the device. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Data was evaluated and the allegation was undetermined. Confirmation of the allegation and probable cause could not be determined. However, it was found in connection with the allegation that on (B)(6) 2025 at 01:18 am, the patient's estimated glucose value (62 mg/dl) dropped below the low threshold (85/mg/dl) and the app delivered a low alert at 45% volume. The low alert was acknowledged immediately. At 01:23 am, the egvs dropped to 41 mg/dl, and the app delivered an urgent low alert at 45% volume. At 01:26 am, the urgent low alert was acknowledged. There was a temporary sensor error for 10 minutes, then at 01:38 am, egvs (131 mg/dl) returned within target range (85 - 270 mg/dl). At 01:58 am, egvs dropped to 53 mg/dl, and the app delivered an urgent low alert at 45% volume. At 02:00 am, the urgent low alert was acknowledged again. At 02:03 am, egvs (87 mg/dl) returned within target range (85 - 270 mg/dl) before another temporary sensor error from 02:19 am to 02:28 am. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information. H2 type of follow up: additional information. H6 codes: additional information.